Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping open post deployment requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The left atrium was dilated. A clip was placed at a2/p2 central position but the clip jumped open from 5 degrees to approximately 40 degrees after deployment. The clip was still in a good position there was no leaflet detachment but the mr increased. A second clip was implanted to help stabilize the first clip and to further reduce mr. Two clips total were implanted reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip jumping and clip opened while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip jumping appears to be a cascading event of the clip opening while locked. A cause of the reported clip opening while locked could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).